Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the initial report, "patient required an explant due to a clot, causing the leaflets to stick."

Manufacturer narrative:
A sample evaluation was performed on the returned valve. Valve passed dimensional, functional, and visual inspections. No deficiencies noted regarding this valve. No issues were found on this valve that would potentially cause thrombus formation. A review of the available information was performed. The manufacturing records for the onxane-19 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were noted. 43.34 year old female patient implanted with onxane-19 (sn (B)(4)) on (B)(6) 2015 and was explanted on an unknown date ¿due to a clot, causing the leaflets to stick.¿ multiple attempts to obtain additional information were made without success. However, the explanted valve was returned for evaluation. Evaluation revealed no visual anomalies or evidence of clot on the valve leaflets but an unknown tissue substance was noted on the outside rim. The valve passed inspection and no source for thrombus formation could be found. Although no objective evidence of clot formation is available, explant was required. It is impossible based on the available information to determine a root cause of the alleged thrombus. Specifically, historic inr, anticoagulation compliance, and patient comorbidities would be required to make further deductions. Thrombus is a rare, but expected complication associated with prosthetic mechanical heart valves [instructions for use] and is not unique to the on-x valve. Objective performance criteria report a historical thrombosis incidence of 0.8% per valve-year for all rigid prosthetic valves [iso 5840:2005]. The root cause for the reported event cannot be determined based on the available information. The IFU lists prosthesis thrombosis as a known potential risk associated with the use of the on-x valve. Thromboembolic events are not an unexpected adverse event for mechanical heart valves. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Per the initial report, "patient required an explant due to a clot, causing the leaflets to stick."